Event description:
On 09/19/97 a joslyn tech shortened the standard 3 minute sterilization cycle to 30 seconds to expedite the testing process. Cycle parameters were not returned to 3 minutes (human error). Surgery center ran 15 sterilization cycles before biological indicator (bi) came back positive on 09/23/97. Four of the fifteen packs were used in eye surgery. Patient infections are possible. The initial problem that the joslyn tech was investigating was an intermittent sticking problem with the air vent portion of the cycle. Tech could not duplicate the reported problem.